Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, during sheath splitting, the sheath did not peel correctly. The thumb advancer release mechanism which allows the thumb advancer and delivery tube retraction was utilized to facilitate device removal in accordance with the instructions for use. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions - no femoral angiogram was taken.the device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed, with no missing components. The plunger was in the safety release activated retracted position, with corresponding retraction of the vessel locator wings (vlw) and the thumb advancer/delivery tube had been retracted from the original distal deployed position. Damaged garage tube leaves and a partially slit and damaged sheath were observed consistent with shaft carving. Internal component inspection detected a proximally displaced support tube block disengaged from the thumb advancer block. All other parts were in their proper positions. Inspection of the flex guide confirmed shaft carving originating at the proximal end of the flex guide and continued distally, stopping approximately at the same location where the sheath splitting had stopped. Shaft carving may be caused by, but is not limited to manufacturing, operator technique or anatomical considerations. During manufacturing, the lot is visually inspected and a sampling of completed starclose se units from the lot is functionally and destructively tested to verify proper device operation. Anatomically, tissue may have interfered with proper device function, but there was no anatomical information supplied that may have contributed to, or observation from examination of the device that may have contributed to the reported event. The detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, damaging the delivery tube and exchange sheath. The starclose se instructions for use (IFU) states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. Reportedly, a femoral angiogram was not performed prior to device use. This is contraindicated in the starclose IFU. Per the IFU: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Based on the investigation findings, the cause for the detected shaft carving is related to the operational context in the use of the device. Review of the device history record for this lot revealed no nonconforming material records associated with this lot or any findings relevant to this report. A query of the complaint handling database was performed and there have been no previous incidents reported for sheath splitting issues. There was no lot specific quality deficiency.